Event description:
The device was implanted on (B)(6) 2009 and explanted on (B)(6) 2010, due to high dft's. The procedure took place at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).